Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Date that the surgeon first noted hernia recurrence? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? Was the hernia repair associated with this event performed on primary or recurrent hernia? Was the initial procedure laparoscopic or open? Mesh size and overlap? In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra-abdominal). If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants). How was the event diagnosed? What is the patient¿s current status? Date and results of reoperation. Are any photos available?

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and a mesh was implanted by laparotomy. Following the procedure, the patient experienced early recurrence of a medial hernia. It was also reported that there was no parietal fixing. The patient underwent a reoperation/removal of the mesh and placement of another one. Additional information has been requested.